Event description:
A bipap a40 was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation, of the device at the service center the customer¿s complaint was not confirmed. The technician observed a ventilator inoperative error code in relation to (the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5). In conclusion, the device's system board needs replaced to address the issue. There was no further investigation into the cause of the error code due to the device was scrapped, per the customer's request. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm.